Event description:
According to the event description: "during catheter removal - fragment breakage. According to the anesthesiologist, during the removal of the catheter from the epidural space, a fragment of the catheter broke off. The remaining part is presumed to be located approximately in the space between the yellow ligament and the muscles. Currently, there are no clinical symptoms associated with the retained catheter fragment. However, the patient (a 35-year-old woman, postpartum)s scheduled to undergo a neurosurgical procedure to remove the catheter."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint processing received no sample. One picture of one used proset exadrop was received. The following investigation was conducted: visual inspection: the sample in the received picture was taken to a visual inspection. The received picture shows one used proset exadrop. No damage was detected on the used proset exadrop in the picture received. White solution is visible inside the proset exadrop. In the area marked by the customer at the connection between the drip chamber and the tube, no leakage is visible in the sample shown in the received picture. Just by means of the received picture, an evaluation of the defect is not possible by complaint processing relating to the reason of the complaint (leakage at the connection drip chamber / tube). Summary and assessment: the batch history review was conducted, and no damage or abnormalities were identified. As no sample and no meaningful picture was provided for investigation, the reason for the complaint (leakage at the connection drip chamber / tube) could not be detected. Therefore, the defect is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.